Manufacturer narrative:
The device was returned for analysis. The reported device damaged by another device could not be confirmed as it was based on operational circumstances. The needle to cuff miss was not confirmed; however, a needle to cuff disengagement was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the proglide device was used after resistance was felt. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, it is possible the resistance occurred due to interaction with the patient calcification and/ or the second sheath. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderate calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal coronary angioplasty (ptca) interventional procedure. Reportedly, the device was advanced fine, and feet were deployed; however, when retracting the device to get tactile sensation, there was resistance which did not feel it was from the arterial wall. Even though there was resistance, the needles were removed and there were no sutures. There was a second sheath in the artery and it's believed that the second sheath caused the "cuff miss". A starclose se was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.